Event description:
It was reported by the customer that a pyxis medstation es system had cubie pocket error. The customer stated that the malfunction occurred when user trying to retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door keeps failing and unable to open. The field service engineer was able to resolve the issue by cleaning and greased all contacts on tower latches. The system functioned as intended after the field service engineer troubleshooted the device.